Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Literature attachment: transcatheter aortic valve-in-mechanical valve replacement: a first in-human study. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "transcatheter aortic valve-in-mechanical valve replacement: a first in-human study", was reviewed. The article presented a case study of a 67-year-old female patient with a history of three cardiac surgeries. A 21mm master mechanical heart valve mitral was selected for implant on an unknown date. The device was implanted. On an unknown date the patient presented with a mechanical aortic valve failure with the device discs causing obstruction. A 12mm peripheral balloon was used to dislodge one disc. The second disc was left in situ. A 21.5mm balloon-expandable transcatheter aortic valve was implanted valve-in-valve. [The primary and corresponding author was ignacio j amat-santos, centro nacional de investigaciones cardiovasculares (cnic), c/melchor fernandez almagro, 3, madrid 28029, spain, with corresponding e-mail: ijamat@gmail.com.].